Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger and unintended motion. The assignable root cause of these conditions was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device had shaft age deterioration, the vertical trigger was catching, sticky trigger, unintended motion/activation (starts moving by itself) and moving parts of the device did not move smoothly. It was further determined that the device failed pretest for check for mechanical free movement, check for sticky triggers, check the function of the device, check for unintended motion, and check function of all possible modes with power module and lid. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.